Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was observed that the ventricular lead impedance increased in (B)(6) 2009.

Event description:
It was reported that the lead had high impedance, increased thresholds, a suspected fracture and was reprogrammed to unipolar "for the last few months" . It was further reported that the lead was capped and replaced. No patient complications were reported as a result of this event.